Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was mfg and used outside the united states. The analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled follow-up on (B)(6) 2009, a pacing threshold test was performed (on the left ventricular channel), which induced a ventricular tachycardia (vt). Detection rate threshold for the vt zone was programmed to 140 min-1. Although the vt rate was reportedly observed at 150 min-1 for a duration of 2 minutes (approx.), no therapy was delivered by the ICD. The arrhythmia was reduced manually by the physician (an atp therapy was launched manually from the dedicated eps screen of the programmer).